Event description:
It has been reported to us that during the procedure, the shaft of the guidewire separated. The physician was performing a stenting procedure. The physician observed that after implantation it was noticed that the guide wire separated. The physician was able to snare the wire out of the pt. Pt is reported to be fine.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.